Event description:
Nellcor puritan bennett received a report that the unit did not provide an audio tone following the speaker upgrade. There was no patient harm reported.

Manufacturer narrative:
The unit was requested back for evaluation but has not been returned.